Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Bacterial infection: unable to observe since it is not related to the device. Breast pain: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Delayed healing: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Fatigue: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Infection (unknown onset): unable to observe since it is not related to the device. Malaise: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Syncope/ fainting: unable to observe since it is not related to the device. Varied injuries: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Patient representative additionally reported fluid buildup in the left chest and secretion.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, wound healing disorder, and capsular contracture, baker grade unknown.

Event description:
Patient representative reported left side "device rupture with silicone leakage, capsular fibrosis, wound healing disorders (resulted in the formation of pronounced scar tissue on the left breast), fibrosed capsular tissue with chronically resorptive, tell giant cell dezonation reaction associated with polarization-optically birefringent foreign material, sudden severe pain in the left breast". The following events were also reported and have been determined to be not device related; "severe exhaustion (which significantly limited ability to provide services), frequent tiredness, frequently ill with bladder infections, listlessness, multiple pyelonephritis, repeated fainting/loss of consciousness, swelling of face and hands/legs/fuel3en, extreme hair loss, poor concentration and forgetfulness, sleep disorders, indigestion, night sweats, pale skin and severe dark circles, symptoms of breast implant illness (bii)". Device has been explanted and replaced with a non-abbvie device."

Event description:
Patient representative reported left side "device rupture with silicone leakage, capsular fibrosis, wound healing disorders (resulted in the formation of pronounced scar tissue on the left breast), fibrosed capsular tissue with chronically resorptive, tell giant cell dezonation reaction associated with polarization-optically birefringent foreign material, sudden severe pain in the left breast". The following events were also reported and have been determined to be not device related; "severe exhaustion (which significantly limited ability to provide services), frequent tiredness, frequently ill with bladder infections, listlessness, multiple pyelonephritis, repeated fainting/loss of consciousness, swelling of face and hands/legs/fuel3en, extreme hair loss, poor concentration and forgetfulness, sleep disorders, indigestion, night sweats, pale skin and severe dark circles, symptoms of breast implant illness (bii)". Device has been explanted and replaced with a non-abbvie device."

Event description:
Patient representative reported left side "device rupture with silicone leakage, capsular fibrosis, wound healing disorders (resulted in the formation of pronounced scar tissue on the left breast), fibrosed capsular tissue with chronically resorptive, tell giant cell dezonation reaction associated with polarization-optically birefringent foreign material, sudden severe pain in the left breast". The following events were also reported and have been determined to be not device related; "severe exhaustion (which significantly limited ability to provide services), frequent tiredness, frequently ill with bladder infections, listlessness, multiple pyelonephritis, repeated fainting/loss of consciousness, swelling of face and hands/legs/fuel3en, extreme hair loss, poor concentration and forgetfulness, sleep disorders, indigestion, night sweats, pale skin and severe dark circles, symptoms of breast implant illness (bii)". Device has been explanted and replaced with a non-abbvie device."

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10/30/2024.